Manufacturer narrative:
Investigation summary:one sample was received for quality investigation. The customer complaint of separation other component - leak was verified by visual inspection. Evaluation of the sample received shows that the white luer top connection had completely separated from the component body and that the blue valve seat had also come out of the body. The root cause for the issue identified in this complaint is an issue created during the manufacturing of the component. It is possible that the one-piece flow was not correctly performed and the product may not be assembled correctly. A new fixture will be created to ensure that the assembled components are within specification. A device history record review for model mzxt5306 lot number 20106622 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd maxzero¿ extension sets there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: after the piv was obtained, the fluids were connected utilizing the substitute t-piece connector and was used throughout case. However, towards end of the case anesthesia pushed a medication through the distal port and when the syringe was removed, the t-piece connection failed. The white outer portion separated from the blue.